Event description:
It was reported that the remote monitor does not respond to the start button. The monitor had previously sent successfully transmissions. The patient also stated that the power cord was "very hot." Also noted was that the patient left the monitor unplugged for a few minutes and when the monitor was plugged back in it still did not respond to the start button. A replacement cord was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.